Event description:
It was reported that during the loading of a transcatheter aortic valve, there was difficulty advancing the delivery catheter system (dcs) over the guidewire and difficulty flushing the device, despite the use of the stylet. Subsequently, a misload occurred, with the identified issue being a frame node overlap extending to the third node. A new valve, dcs, and catheter loading system (cls) were then used. During the loading of the second valve, the dcs was again unable to advance over the guidewire, and flushing the device remained difficult, despite use of the stylet. Subsequently, another misload occurred, with the identified issue being a frame node overlap extending to the second node. It was noted that the honeycomb portion of the loader was difficult to remove from the dcs once the valve was loaded. A third valve, dcs, and cls were subsequently loaded and used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012724254); product type: 0195-heart valves; implant date: na ; explant date: na product ID l-evolutfx-2329 (lot: 0012724100); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1. A3. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter aortic valve, there was difficulty advancing the delivery catheter system (dcs) over the guidewire and difficulty flushing the device, despite the use of the stylet. Subsequently, a misload occurred, with the identified issue being a frame node overlap extending to the third node. A new valve, dcs, and catheter loading system (cls) were then used. During the loading of the second valve, the dcs was again unable to advance over the guidewire, and flushing the device remained difficult, despite use of the stylet. Subsequently, another misload occurred, with the identified issue being a frame node overlap extending to the second node. It was noted that the honeycomb portion of the loader was difficult to remove from the dcs once the valve was loaded. A third valve, dcs, and cls were subsequently loaded and used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that the frame node overlaps observed during loading did not qualify as misloads. They did not extend to the fourth node.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Delamination was observed over the nitinol reinforcing frame of the capsule. A bend was evident on the catheter shaft. Flattening was evident to the inner member at the distal end of the inner member. Resistance was noted at distal end of the inner member while loading the stylet due to the flattening of the inner member. Resistance was noted at distal end of the inner member while back loading an in-house 0.035 inch guide wire into the device due to the flattening of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house 29 mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. Capsule flush port, inline sheath flush port, and stability layer flush port were flushed with no issues. No other deformation evident to the remainder of the device. The reported event of loading difficulties could not be confirmed through analysis. The reported event of flushing difficulties could not be confirmed through analysis. The reported guide wire interaction issues could be confirmed through analysis. Updated data: b5, d3, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the metal stylet at the nose cone could not be inserted into the dcs. A flushing difficulty did not occur on either dcs.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.